Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked on the clients arm when her father tried attempted to inject medication. It seemed to leak where the syringe connects with the needle. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no out of spec. Conditions were observed with any of the associated assembly batches. No leak test failures were recorded. No samples or photos were received for investigation. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Correction: from: medical device expiration date: 01/31/2018 to: medical device expiration date: 01/31/2022.